Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicm5_12.1 implantable collamer lens, -06.50 diopter, within the same surgery due to the lens was inserted upside down in the patients right eye (od). The patients intraocular pressure (iop) was elevated during the surgery and the patient complained of blurred vision. The lens was replaced during the same surgery with another same model/length lens and the problem was resolved. There was some corneal edema due to the increased iop and blurred eyes. The cause of the event was unknown. The lens was discarded.